Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End user went on to report the product in use for two months before the event occurred. It was reported via complaint form end user did not require medical treatment or intervention. Requests for additional information have been sent, and to date no additional patient/event details have been provided. Should additional information become available a follow-p report will be submitted.

Event description:
It was reported patient called and stated "that she let it go several times but, she has had a lot of pain and the catheters received didn't have a hole in the catheters she further reported, she had four catheters without eyelets and she was sore from cathing." Note: issue occurred on two (2) separate cases. A separate 3500a form has been completed for the other one (1) case.